Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. No broken reservoir tube lip noted. The test reservoir stay lock in place noted.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported pieces were breaking from reservoir compartment and reservoir was moving around. Customer does not know how damage occurred. Customer's blood glucose was 488 mg/dl. Customer was advised that insulin pump would need to be replaced.